Manufacturer narrative:
The latch button tip at the site where this occurred was damaged and continued to be used which made it easier for the detector to slide over the button and fall out. Also, the design of the bracket safety finger contributed allows it to be bent by incorrect insertion of the detector. The root cause for the event at this hospital is that users continued to use the device when both catches were damaged. There is no action planned for devices in the field. The installed base will be monitored through post market surveillance to determine if there are recurrences for this failure mode (bracket safety finger) and if further action is required. Later models of the evolution have a catch with stronger bracket design to improve reliability as a replacement when original catches wear and need replacement. A similar improved design to improve reliability will be released for the models (produced at the same time as the one involved in this incident) to replace catches as they wear as needed. No further action is required.

Event description:
The user rotated the bucky and the detector fell out and struck the user on the foot. There was no serious injury, just a hematoma.

Manufacturer narrative:
Carestream health has opened a CAPA and is investigating this incident. A follow up MDR will be submitted when information is available.

Event description:
The user rotated the bucky and the detector fell out and struck the user on the foot. There was no serious injury, just a hematoma.